Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of a check lines and bags alarm, it was reported that the drain volume (dv) equaled 3641ml during drain four of six on the home choice (hc). The patient was connected at the time of the event. The technical service representative (tsr) reviewed the program. The total volume equaled 10000ml, the last dv equaled 0m, and the fill volume (fv) equaled 1600ml. The home patient (hp) indicated they did not have any symptoms and they felt empty. The tsr assisted to bypass to the fill cycle and the fv equaled 375ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 2001. Should additional relevant information become available, a follow-up report will be submitted.